Manufacturer narrative:
Section e2 correction. Section e3 correction. Section g2 correction. Manufacturer¿s investigation conclusion: the reported event of discoloration on the display was confirmed via evaluation of the returned controller; however, no damage was observed to the light emitting diodes (leds) on the user interface assembly during evaluation. Visual inspection of the returned controller revealed a green discoloration on the display. Multiple self-tests were performed, and the controller alarmed/illuminated appropriately each time. The controller passed all other functional testing despite the obstruction on the display. The controller was opened, and a green substance consistent with fluid ingress was observed throughout the interior of the controller. The fluid ingress was observed on the display, which would cause the screen to appear discolored. The downloaded log files showed the system operating as intended. The provided information indicated the controller was exchanged and no further issues were reported. The root cause for the discoloration on the display was determined to be due to fluid ingress. A root cause for the damaged leds was not conclusively determined through this analysis. Incidental findings: increased resistance was noted when pressing the driveline disconnection button due to the fluid ingress observed throughout the controller. Green discoloration due to fluid ingress and damage on the white power cable between the strain relief and bulkhead connector. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. This section also states "if a heartmate 3 patient is approved for showering, he or she must always use the shower bag during every shower. The shower bag protects external system components from water or moisture." The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to clean the system controller. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller was showing a green screen and damaged lights.